Event description:
It was reported that during a tka procedure, when the tibial block was checked with the virtual angel wing, it was saying depth was off 4 mm, we could get our varus/valgus and posterior slope down to 1.0 but the depth resection was still 4.0 too high. The checkpoints were checked and it was saying 8.2 mm off on tibial checkpoint. The trackers were checked and tried to rotate them and they were very secure. The surgeon was confident that nothing had moved, so instead of starting over (we had already cut femur), we redefined tibial checkpoint and proceeded but still had an 8 mm discrepancy. There was no surgical delay reported. Because surgeon was sure nothing had moved, instead of starting over (we had already cut femur), we redefined tibial checkpoint and proceeded. After this the navio tibial guide still had a 4.0 mm discrepancy but the varus/valgus and posterior slope we got to under 1.0. Surgeon evaluated the depth resections and it looked conservative (planned for 10 mm laterally and 4 mm medially) and so he decided to proceed with the cut with the varus/valgus number and posterior slope number under 1.0. Cut looked decent but when we trialed we were tight. We recut a total of 6 mm (used 2 mm recut block 3 times) off of the tibia and did a medial release. He was happy with outcome. We used 12 mm poly. Final out come said we were still in 8 degrees of varus (was 10 degrees varus preop and we planned to correct to 0), however I was not sure if this was completely accurate because we redefined tibial checkpoint. To the naked eye, the leg looked in better alignment and not in 8 degrees of varus in the surgeons opinion.

Manufacturer narrative:
The device was used in treatment. DHR review found that the software version has been validated. A complaint history review identified prior similar events, this issue will continue to be monitored. This failure is an identified failure mode within the risk file. The surgical technique guide released at the time of the complaint provides instructions for the user in the "bone tracking hardware" section for proper tracker placement and attachment. We could confirm there was a relationship established between the reported event and the device. The log files and case screenshots were returned and evaluated. Review of case screenshots found that the tibia checkpoint had moved 8.3mm, and this was found at checkpoint verification after cutting the femur and prior to cutting the tibia. The distance of 8.3mm could indicate that the tracker rotated from an edge to a flat. The user likely thought that the tracker did not move because everything could have looked fine visually and it depends when the tracker moved. The tracker could have rotated from the edge to the flat from the vibrations from burring the femur or the tracker could have been bumped slightly after the user finished cutting and switched to using the plate probe for visualize cut. While the tracker may seem tight and rigid even if it is tightened on an edge, it can still move to a flat during the case. The reporter noted that the surgeon redefined the tibial checkpoint and that after redefining, the same issue remained. Redefining the checkpoint does not realign the setup with the previous cut plan and should not be done unless it can be confirmed that neither tracker has moved. Therefore, if a tracker has moved, resetting the checkpoints is not the solution. If the checkpoints are reset for the tibia, the user needs to go through registration with the tibia again (free collection, implant planning, refining, etc.). This was a preventable issue. The malfunction was due to a user error.